Manufacturer narrative:
The pump powered up properly. No failed battery test or bad battery alarms noted. All operating currents were within specification. The pump passed the self test and displacement test. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose at time of incident was 435 mg/dl. The customer was treated with lantus and pen for novolog. The customer was advised to clear the battery cap with cotton swab. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened and battery slot is aligned horizontally with pump. Customer received failed battery test. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.